Event description:
It was reported that the patient presented to the emergency room in distress and positive for an acute myocardial infarction (mi). The patient was pre-treated with angiomax, plavix and aspirin. Around 21:00, the patient was taken to the catheter lab where the mid to proximal right coronary was found to be thrombosed. The vessel was treated with thrombectomy and pre-dilatation. Two xience xpedition stents were implanted with good results and the patient was taken to a hospital room. Within a couple of hours, the patient reported chest pain and was taken emergently, back to the cardiac catheter lab where thrombosis was seen in the vessel and inside both newly implanted xience xpedition stent. The vessel was aspirated and a 3.25x12mm xience xpedition was implanted proximal to the two implanted stents, resolving the event. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Patient effects of angina and thrombosis, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency. The additional xience xpedition device referenced, is being filed under a separate medwatch report.